Event description:
The customer questioned inr results for 4 patients tested on 3 coaguchek xs professional meters compared to the laboratory. Based on the data provided, the results for 2 patients were discrepant. One patient was tested with strip lot 29779012 and 1 patient was tested on an unspecified strip lot number. This medwatch will cover the patient tested with strip lot 29779012. Refer to medwatch with patient identifier (B)(6) for information on the patient tested with the unspecified lot number. The patient was tested with strip lot 29779012 on coaguchek xs meter serial number (B)(4) at 8:15 a.m. With a result of 6.8 inr. A sample was drawn for the laboratory minutes afterwards and the result from the dade innovin method was 3.95 inr. The patient returned to the clinic later the same day and was tested with strip lot 29779012 on meter serial number (B)(4) with a result of 5.6 inr. The patient was tested with strip lot 29779012 on meter serial number (B)(4) with a result of 5.5 inr. No treatment was required. The patient is in "normal" condition. The patient's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (297790) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.